Event description:
Power cord was severed after being caught between the metal pole and base. The end-user plugged the damaged/severed cord into ac power outlet and noted sparks at the metal base. Carbon deposit or residue was noted on the base after the sparks were observed. No pt or user impact.